Event description:
It was reported that the patient with this remote communicator of this implantable cardioverter defibrillator (ICD) displayed a red call doctor icon. Subsequently, troubleshooting was performed, the communicator was power cycled, and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. Upon review, it was noted that this right ventricular (rv) lead has exhibited out-of-range shock impedance measurements since 5 years ago. At this time, this product remains in service and there were no adverse patient effects reported.